Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 517 mg/dl and a high ketone level identified as dangerous by healthcare provider. Cause was not known. Reportedly, the customer didn't feel well and fell due to bg level. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 10/25/25 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.